Event description:
The customer was hospitalized for high blood glucose and ketones. Troubleshooting was performed. The insulin concentration programming and bolus history was correct. In addition, a fixed prime test was completed and the insulin exited. Instructed customer to call back to perform the high pressure test when clamp arrives.